Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 16. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump and confirmed the customer would use a multiple daily injections (mdi) backup therapy. The customer was instructed to put it into storage mode before returning it with a pre-paid label within 10 days. The shipping address was confirmed, and the caller understood and acknowledged all instructions.